Event description:
It was reported that while the lens was advancing into the eye, the doctor observed that the haptic was shredded. The incision was enlarged and the backup lens was implanted with no further issue. A suture was placed. Reportedly there were no problems post-op. According to the reporter it is possible that the lens was not loaded properly. Reference MDR # 1313525-2015-00131 for lens used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.